Manufacturer narrative:
Product event summary: analysis confirmed the reported event; there was a deviation between the stylus and cursor on the screen due to the touch screen overlay. Analysis also found the stylus cable was damaged, right keyboard hinge was broken, and an error was found in the programmer software history.

Event description:
It was reported during preparation of a device implant, interrogation was tried. It was observed that the stylus pen was not aligned with the cursor on the screen, could not select anything on the lower part of the screen. Could not exit the find patient window. Restarting the programmer, changing the stylus pen with other programmer did not fix the problem. The programmer was returned for repair. No patient complications have been reported as a result of this event.